Event description:
It was reported the 355l was used during a laparoscopic cholecystectomy. The obturator and cannula would not lock together. Another 355l was opened to complete the case. There was consequence to the pt.

Manufacturer narrative:
Based upon the visual examination and functional test, it was confirmed that the instrument would not arm. The knife collar was found to be skewed, which can cause device not to arm. No conclusion could be reached as to how the reported instrument "failed to connect in the field". Co reviews each instrument as it occurs in an effort to continuously improve co's products and process.